Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and displayed message ¿backup ventilation (buv), ¿ventilator inoperative¿. The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the ventilator, confirmed the reported issue of unit entered buv from the logs. Based on the code, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The cause of the reported issue of the device entering buv was isolated in the field to potential fault in ifm pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed and displayed message ¿backup ventilation (buv), ¿ventilator inoperative¿. The patient was removed from the ventilator and placed on an alternate ventilator with no reported injury.

Manufacturer narrative:
Section d unique identifier (UDI)# updated. Additional information on the ventilator status received as following: the ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.